Event description:
It was reported that on an unknown date, the plate was modified and repackaged. The hole had been cut and shaved then polished. No further information provided. This report is for one (1) 3.5 lcp olecranon plate 4 holes/left/112 this is report 1 of 1 for (B)(4).

Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: the plate had been deformed and scratched. A definitive root cause of this issue was not determined during investigation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot:part: 236.505 lot: 1913678 manufacturing site: (B)(4). Supplier: n/a release to warehouse date: 07 jun 2008 expiration date: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.